Manufacturer narrative:
Concomitant products: 383069 lead implanted on (B)(6) 2021; w1tr01 crt-p implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on post operative of an upgrade to a bi-ventricular device it was noted that the right atrial (ra) lead had dislodged. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.